Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported inoperable keypad, which was confirmed and reproduced. The device evaluation found the #2, #3, (.), #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #3 would occur following the selected key's function (e.g. When the #1 key is pressed, 13 will be displayed. When in alphabetic mode and the abc keys is selected, ag will be displayed interfering with the mdl drug search). The customer attached note "keypad all 8's, evaluation found the #8 key inoperable due to the stuck #3 key. The failed keypad was replaced through a front case replacement. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad with "keypad all 8's". It was also reported there was no patient involvement.